Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(4) sales rep called stating the floor lock on this bed is not engaging.